Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the eval is completed.

Event description:
Device did not go through the st. Jude 6fr introducer sheath.